Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5149026.

Event description:
It was reported that a patient presented with high pacing impedance noted on the patient's right ventricular lead. The lead will continue to be monitored. No adverse patient consequences were reported.